Manufacturer narrative:
The insulin pump was received with a blank display and the problem was isolated to the liquid crystal display circuit board. A frozen display could not be verified due to the blank display. No audio beep anomaly was noted. The insulin pump was received with a scratched display window and cracked battery tube threads. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via telephone call that the insulin pump had a blank display, despite using a new battery cap. The display was blank at the time of the call. The blood glucose reading was 198 mg/dl. The battery cap was not damaged or corroded. The customer was advised to remove the battery for ten minutes and was advised that a battery out limit alarm would occur after the rest. The customer reported that she did this over and over and with every battery change received a long beep and a blank display. She was advised to discontinue use of the insulin pump and to revert to a backup plan per a health care professional's instructions. She was advised that the insulin pump would be replaced and agreed to return the product for analysis.